Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), on (B)(6) 2021. It was reported that the patient suffers from severe arrhythmia. They have ventricular tachycardia (vt) storms, high tachycardia which is difficult to treat. Several approaches to optimize medical rhythm treatment were unsuccessful. Due to this situation, the right ventricle (rv) function was also getting worse. Regular low flow alarms were reported. The hospital was evaluating further therapy options and requested a 2.0 l alarm threshold on (B)(6) 2021. The low flow upgrade was performed on 01jul2021 without any issues and the amount of low flow alarms was reduced. It was reported through the patient outcome that the patient expired on (B)(6) 2021 due to severe rhythm disturbances and arrhythmia. The outcome was reported not to be device or therapy related. The patient already suffered, prior implant, from severe difficult arrhythmia. The issue persisted post implant and several optimizations of medical treatment, cardioversions were unsuccessful. There are no further options of therapy. The device was running as expected and will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 lists cardiac arrhythmia as a potential post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from severe arrhythmia, ventricular tachycardia storms, and high tachycardia which was difficult to treat. Several approaches to optimize medical rhythm treatment were unsuccessful. The patient's right ventricular function was getting worse. The patient had low flow alarms, and a low flow software upgrade was done without issue. Low flows reduced after the upgrade.